Event description:
It was reported that the unit was labeled to not be used, however, the account mistakenly used the product. Further, the tip of the unit broke off during the procedure. The tip was retrieved from the pt with no add'l intervention needed or delays.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.